Event description:
It was reported that this pacemaker exhibited farfield oversensing of ventricular signals on the atrial channel. Additionally, technical services (ts) noted that there were oversensing of noisy signals on ventricular channel that led to false ventricular tachycardia (vt) episodes and pacing inhibition. The right ventricular (rv) lead is a non-boston scientific product. The patient experienced asystole as a result. Ts recommended troubleshooting actions and reprogramming options. The device remains in use. No additional adverse patient effects were reported.